Event description:
Additional information provided from the field indicated data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the device remains in service and there continue to be no adverse patient effects reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time no intervention has been performed and the device continues to remain implanted and in service. No adverse patient effects were reported.